Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was unable to see insulin drops exit the infusion set tubing during the fill tubing process. During troubleshooting, it was determined that the issue was due to the cartridge. The customer loaded a new cartridge and completed the fill tubing step. Customer successfully resumed insulin delivery. The customer's blood glucose level was 358 mg/dl.